Event description:
A surgeon reported that one day following cataract surgery, using this type of delivery system, there were four cases of tass (toxic anterior segment syndrome) with hypopyon and inflammatory membrane. The surgeon stated the event is due to the way the devices had been cleaned and sterilized: a high concentration of the chemical solution was used to clean the devices and the I/a (irrigation/aspiration) and phaco handpieces were not properly rinse and dried. As a result of the events, 16 surgical procedures were cancelled and cleaning and sterilization processes were reviewed. In a follow-up, the surgeon reported that all cultures performed were negative. The clinical presentation of the tass was the same for all patients - there was an immediate postoperative pain with a red inflammatory eye, no infection, slight hypopyon, slight tyndall and membrane. The event easily resolved with treatment for all cases and the patients have 10/10 (20/20) vision. The facility returned seven delivery systems from three different lot numbers; therefore, there are three medical device reports associated with this event. This report represents the first of three lot numbers.

Manufacturer narrative:
Product evaluation: three injectors with one lot number were received for evaluation. No abnormalities that could have contributed to a customer problem were found during the review. The products were released according to acceptance criteria. The handpiece injectors were visually inspected (B)(4). The injectors are visually acceptable. There is a small amount of discoloration on one side of one plunger from its use. Root cause: because the injectors returned were visually acceptable and no evidence of nonconformity could be found in the lot record review, the root cause for the tass cannot be determined. Because the root cause is unknown, no malfunctions were confirmed and no similar incidents can be identified. Action taken: no specific action with regard to this complaint was taken by the manufacturing facility because the root cause could not be determined from the evaluation. The handpiece were initially manufactured to their specification in 2007. All handpieces are 100 percent inspected by trained operators using 15x magnification during manufacturing and are cleaned prior to their release. No additional action is required at this time. On (B)(6) 2011, a company representative visited the facility to check the cleaning and sterilization procedures. On (B)(6) 2011, the dfus regarding handpieces were provided to the facility for reference. Ther have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).